Event description:
It was reported that the patient never had therapeutic effect. The patient was scheduled to have ins removed on thursday ((B)(6) 2013). Surgery schedule stated device was being removed due to malfunction. The patient's chart noted: (B)(6) 2013: lower quadrant pain; (B)(6) 2013: nausea, eating small amounts of food, no vomiting, stabbing pain in right lower quadrant. Called with new drug, abdomen soft, post-op pain from gastric pacemaker, titrate of gastric pacemaker; (B)(6) 2013: patient felt worse, bloated, full, nausea; (B)(6) 2013: patient was not doing well. Procedure report stated "mild hemorrhagic gastritis", pyloris was widely patent, no evidence of ulcer; (B)(6) 2013: visit for ins to be adjusted. There was pain and no shocking. Ins was turned off and the patient was down three pounds. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 311 serial #(B)(4) showed no anomalies and showed good stable output with all electrodes referenced to one electrode. The device passed final functional testing.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the cause of the event was that the patient experienced a shocking sensation despite low settings. No abnormal impedances were reported (528 ohms).the patient underwent esophagogastroduenoscopy (egd) and kidneys, bladder, urethra (kub) studies with the results reported as ¿none¿. Reprogramming was performed on (B)(6) 2013 where it was noted that low settings were tried. In addition, it was reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2013 and then explanted on (B)(6) 2013. Hospitalization was not required for the event and the patient outcome was reported as non-serious injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products : product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.